Event description:
During device servicing by baxter personnel, a flo-gard infusion pump was found to have failure code 94 upon power up. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be the configuration option settings checksum was not 0. To correct the condition, the configuration option settings were reset. If any additional information is received, a follow up MDR will be sent.